Event description:
New information received indicated the reoccurrence of the oversensing of noise. No programming changes were made that the patient continued to be monitor. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused false at/af detection. No programming changes were made. The patient was stable throughout.